Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
The tip of the impress diagnostic catheter detached during use.